Event description:
The device was returned to baxter for service. During testing, the baxter technician reported a defective ail (air in line) pcb (printed circuit board) condition. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
The facility reported an infusion pump, with an air in tubing message before use. Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) values were found to be out of specification. The ail pcb was replaced.